Manufacturer narrative:
Please note conclusion code and result code no longer apply to this report. Device evaluation: analysis of the implantable neurostimulator (ins) found no anomaly.

Manufacturer narrative:
(B)(4)

Event description:
The health care provider (hcp) reported via the company representative that there was a malfunction in recharging implantable neurostimulator (ins). The patient had to recharge more often. The recharging time was much longer, about 6-7 hours till full, and after two hours the battery was empty again. A new recharger did not help/no improvement. The ins was replaced. It was confirmed that the impedances were in normal range. Nothing happened to the patient. With the new ins everything works fine as it should be. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.